Event description:
This is a dental floss that contains a sweet tasting powder, which is distributed between the teeth during use. It appears that the powder is of organic origin and is used as a growth substrate by bacteria. Developed bacterial growth after continuously using the product for several months.